Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and unilateral iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. It was reported that the trunk-ipsilateral leg endoprosthesis was originally placed in a tortuous infrarenal aorta. On (B)(6) 2022, the graft is compressed at the flow divider. Both the distal main body and proximal limbs, appear to be landed/implanted on a bend. Distal blood flow is restricted because of this. A reintervention performed on (B)(6) 2022, the fsa reported: ¿a 23mm cuff was placed during the reintervention and icast stents were also placed in each proximal limb. A thrombectomy was also performed. The patient tolerated the reintervention procedure. Blood flow was restored but some clot did still remain. Unfortunately, the right hypo where we did the ibe did not restore flow, most likely due to clot. The patient tolerated the procedure.¿

Manufacturer narrative:
Additional devices implanted and/or related to this event: pll161407/24993421 UDI (B)(4) and plc271000/ 24993258 UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion and occlusion of device or native device vessel.